Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was good post procedure.